Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The reported monitor issue of blank screen could be duplicated but not the technical error. The control cable was replaced as precaution but not returned for investigation. Functional checks were performed with successful results and the ventilator was cleared for clinical use. Evaluation of the received device logs shows several internal monitoring communication errors. Reported technical error occurs when there is a communication error between panel and monitoring subsystems. This error makes the monitoring subsystem to reboot. A reboot of the monitoring subsystem will not affect ongoing ventilation, which continues with unchanged settings. However, curves, set parameters and measured values will not be visible on the screen (user interface) during the few seconds it takes for the monitoring subsystem to reboot. The breathing subsystem functions are unaffected when this failure occurs. There is no stop of ventilation. The root cause of the reported issue has not been determined but the replaced control cable, which is the link between panel and monitoring subsystems, may be a contributing factor.

Event description:
(B)(4).

Event description:
A user facility medwatch reference # (B)(4) was received stating that : "nava screen went blank. All readings were lost and flashed red alarm with nava failure #(B)(4). All ventilation lost on baby. Machine would not restart." (B)(4).